Manufacturer narrative:
The exposed portion of soft cannula was found to be stretched. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found in the device during inspection that would cause a failure to deliver insulin. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and formed needle that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 360 mg/dl. The patient reported irritation at the infusion site (leg) while the pod was worn for longer than 48 hours. As treatment, a new pod was applied.